Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause and bradycardia due to undersensing, false tachycardia due to noise, and exhibited undersensing, and oversensing. The device is still in use. No patient complications have been reported as a result of this event.